Event description:
It was reported that the customer had a delivery anomaly during the bolus wizard. The mother stated that she set a bolus wizard before lunch, she checked her daughter's blood glucose and it was too high. The caller stated that the bolus history was reviewed and nothing was found. Troubleshoot could not be performed as customer was at school. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.